Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the q10 transistor was shorted on the defibrillator board. The cause of the test failure is the shorted q10 transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed a pulse test.